Event description:
The injector of the pre-loaded drn00v model intraocular lens (iol) was bent. It was noted prior to the iol being inserted in the patient's eye. While the iol itself remained intact, there was a potential risk of damage. No further information is available.

Manufacturer narrative:
Additional information: section b-3 date of event: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: september 29, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens module and cartridge was separated from the handpiece. The lens was observed to be stuck in the cartridge creating a bulge on the side of the cartridge. The plunger rod was observed to be bent and damaged. This damage is consistent with excessive force being used. Ovd was observed inside the cartridge. The handpiece was observed to be broken, consistent with the lens module being removed from the handpiece incorrectly. The lens could not be removed from the cartridge. The customer provided photos were evaluated. The photos show the suspect product with the lens module disassembled from the handpiece. The plunger rod was observed to be bent and damaged. A bulge was observed on the cartridge; a lens was observed in the cartridge in the same location as the bulge. No further issues could be observed through photo evaluation. The complaint issues "lens damaged and "cartridge tip cracked/damaged" were not identified during product and photo evaluation. The observed "cartridge damaged" is similar to the reported complaint issue "dc-cartridge tip cracked/damaged". However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.